Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 600 mg/dl. Troubleshooting was performed. The customer went to emergency room and was treated with manual injection for high blood glucose. The customer also stated that when set was taken out the cannula was bent. Customer declined to perform a care link upload. Customer's outcome pertaining to the complaint. Customer declined troubleshooting for the high blood glucose. Declined troubleshooting for the bent cannula. The customer had short term memory loss due to a head injury. Head injury was caused when customer sugar went from normal and dropped down. The device will not be returned for analysis.